Event description:
A "code" was called for a pt in the intermediate surgical intensive care unit who had no discernable blood pressure. While attempting intubation by an attending anesthesiologist, the plastic laryngoscope blade cracked just as the vocal cords came into view. Pt vomited and then aspirated. Pt was then succesfully intubated using a metal laryngoscope but was pronounced dead due to catastrophic hemorrhage in chest not related to intubation.